Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. This is the final report.

Event description:
A report was received that the patient will undergo a pocket revision due to the ipg being implanted too deeply. During the revision, the physician nicked the paddle lead and decided to explant the entire system, though the devices were previously working. The patient is reportedly doing well.